Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received dilaudid (20mg/ml, 5.251mg/day) and bupivacaine (20mg/ml, 5.251mg/day) in an implantable pump for non-malignant pain and failed back surgery syndrome. The error code 8476-motor stall was seen on the personal therapy manager (ptm) at 0500 on (B)(6) 2016. The patient felt like the pump was not infusing. The patient began showing withdrawal symptoms and came into the clinic. The nurse read the logs and a motor stall was confirmed to have occurred at 0406 on (B)(6) 2016. A previous dye study was performed on (B)(6) 2016 and showed the catheter was patent. Surgical replacement was awaiting approval (insurance). The issue was considered to be unresolved. The patient's status at the time of the event was stated to be alive with no injury. Concomitant drugs: percocet, diazepam, tramadol, lidocaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.